Event description:
After an implantation period of approx. 39 months, it was reported, that the device indicated eri, whereas the day before a remaining battery capacity of 78 percent had been observed. The ICD is expected to be explanted and returned to biotronik.

Manufacturer narrative:
The ICD was received for an analysis. In agreement with the clinical observation the ICD interrogation revealed the battery status eri. The device was implanted for approximately 39 months and 15 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be normal and as expected. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. An evaluation of the memory content revealed a mismatch of battery voltage and current consumption of the ICD. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement yielded an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged that caused an increased current consumption leading to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. Based on the analysis all therapy functions of the ICD were available, while the device was implanted and in service.